Event description:
The customer reported oil mist coming from their unit. The customer stated that there were no injuries related to the reported oil mist. The asp field service engineer repaired the unit.